Manufacturer narrative:
The sample type is serum. The customer reruns all samples above 1.0 index.. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for a number of patients. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00121 on february 22, 2021. March 08, 2021 additional information: the samples are collected at locations other than the processing laboratory location. The samples are transported to the customer under suitable conditions and temperature. The samples aren't received frozen. The samples are already centrifuged from the collection points and are not centrifuged again before processing at the customer site. The samples were not tested with another method. The customer service engineer (cse) was onsite for system inspection and no issues were identified. The customer performs daily atellica im maintenance every 24 hours and quality control processing every 12 hours. Siemens healthcare diagnostics continues to investigate. Mdrs 1219913-2021-00115 supplemental report 1 through 1219913-2021-00144 supplemental report 1 were filed for different dates of testing and atellica im analyzers.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00121 on february 22, 2021. Siemens filed the MDR 1219913-2021-00121 supplemental report 1 on april 01, 2021. April 16, 2021 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) lot 007 non-reproducible false reactive (positive) results. Results of the investigation indicate that although non-reproducible false reactive (positive) results were observed, the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval listed in the assay instructions for use (IFU); therefore the product is performing as intended. A product performance problem has not been identified. No further evaluation of the device is required. Mdrs 1219913-2021-00115 supplemental report 2 through 1219913-2021-00144 supplemental report 2 were filed for different dates of testing and atellica im analyzers.